Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The physician predilated with an unspecified balloon catheter then advanced the 3.0x28mm taxus liberte stent delivery system (sds) to the target lesion. However, the sds was unable to cross the lesion. The physician readvanced the sds using the two wire and anchor techniques but was unable to cross the lesion. The sds was successfully removed from the patient and it was noted that the stent edge was slightly flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).